Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced charging communication issues with their ipg. The issue was confirmed and the ipg was deemed inoperable. As result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.